Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a right ventricular (rv) impedance measurement greater than 2,000 ohms. The device was interrogated and the lead impedance was noted. The rv lead was reportedly fractured. An invasive revision procedure was performed. The rv lead was successfully extracted and replaced. The device was electively explanted and replaced. No other adverse patient effects were reported as a result of this clinical observation.